Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated, one opening striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. One opening striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.